Manufacturer narrative:
Internal file number: (B)(4). Evaluation summary: all available information was investigated, and the reported mechanical issue was not confirmed during return device analysis. A review of the lot history record revealed no manufacturing nonconformities to the reported lot. Additionally, a review of the complaint history identified no other incidents reported for clip opening while establishing final arm angle (efaa) from the reported lot. All available information was investigated and a definitive cause for the reported clip opening while establishing final arm angle (efaa) could not be determined in this incident. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
This is filed to report the clip opened while locked. It was reported that this was a mitraclip procedure to treat a functional mitral regurgitation (mr) with a grade of 4. The clip delivery system (cds) was advanced to the mitral valve and the leaflets were grasped with good mr reduction. While establishing final arm angle (efaa), the clip opened twice. Troubleshooting was performed, but was unsuccessful. The clip was not implanted and the cds was removed and replaced. One clip was implanted, reducing the mr to 1. There was no clinically significant delay in the procedure. No additional information was provided.